Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d4 (lot, UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: the product was not returned to medtech orthopaedics; however, photos were provided for review. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plastic remnant of approximately 2 cm was loosened from one of the test trial gleonospheres, which could be picked up from the patient's shoulder joint. Difficult to say from which of the trial glenospheres the remnant plastic part comes from, since they both were scratched. Used in 2 different surgeries the same day. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary a plastic remnant of approx 2 cm were loosened from one of the test trial gleonosphere, could be picked up from the patient shoulder joint as seen in the picture. Difficult to say from which of the trial glenospheres the remnant plastic part comes from since they both were scratched. Used in 2 different surgeries the same day. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the bottom and inner surfaces were severely scratched. Additionally, the device was chipped. The observed condition of the device is suspected to be attributed to an excessive forceful insertion/extraction technique during trialing or using alternative methods for extraction (such as prying or gripping the trial with pliers or clamps to extract) which are not recommended forms of extraction in the surgical technique. No material or manufacturing defects were observed that would have contributed to the material becoming damaged more easily. Furthermore, per the IFU if a device is found to be damaged and/or not safe to use, the damaged device should be discarded and a new device used. Based on the observed condition of the trial, the device appeared to have been used multiple times while damaged and would likely generate debris. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the std glenosphere trial d42mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.